Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the ring electrode cable lumen with one abraded ethene-co-tetrafluoroethene (etfe) cable coating proximal to suture sleeve tie impression. The cause of the reported event was due to abraded etfe coating of the one ring electrode cable in the abrasion zone consistent with friction to device can.

Manufacturer narrative:
B3 - event date is estimated to be in (B)(6) 2024.

Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.